Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the reason for the revision was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors.

Event description:
Revision of optetrak knee components - reason not reported. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.